Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing flow rate tests. The pump operated per specification. Based on the results of the investigation, the reported issue was not confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate. The pump was explanted on (B)(6) 2017, and when tested during the surgery, flow was observed. The pump was returned for evaluation. Pump therapy is intended to treat cancer pain. The patient reported that she was not receiving pain relief and not feeling well.